Event description:
It has been reported to philips that the image storage unavailable message was displayed on the user interface and the customer was unable to store images. There was no reported patient or user harm. The device was in clinical use at the time the issue occurred. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was in clinical use for a coronary angiography diagnostic procedure at the time of reported event. The procedure was completed by moving the patient to another room. A philips remote service engineer (rse) worked with hospital clinical engineer to identify that 2nd hard drive light was off. The rse worked with clinical engineer to press the button under the drive and the light turned on for a moment while the button was pressed. Upon release of the button, the light turned off again, which identified that the x-ray pc drive bay was defective. Analysis of log file showed "x-ray pc - disk bay board degraded performance" which confirmed the malfunction. A philips field service engineer (fse) inspected the system on-site and identified an issue with the system's x-ray pc, which was replaced and returned to philips for further analysis. The analysis confirmed the malfunction of the hard disk drive (hdd) bay and identified unit malfunction due to faulty hdd bay. Following the replacement of the x-ray pc and installation of the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.